Event description:
It was reported that during the implant procedure, the implanter had difficulties inserting the lead in the vein. When the lead was removed from the patient, the lead appeared to have an "s" shape close to the distal electrode as if it was deformed. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).